Event description:
Additional information was received that there was no patient involvement and the issue was discovered during testing.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing, damaged lens and down stream seal bubbled. The event history log was checked, and it was revealed that several upstream occlusion alarms were recorded. Sensor testing and functional testing was performed, but the reported issue could not be duplicated. Unit ran as expected under test, to a successful downstream trip point. No upstream occlusions were tripped. It was recommended to recalibrate pump as preventative maintenance.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion displayed a constant upstream occlusion alarm. There were no injuries or adverse events reported.